Event description:
The filter nut was loose and a filter could not be properly screwed in. The issue was discovered before a case and the hospital was given a back-up pump. The pump was returned to the distributor.

Manufacturer narrative:
Conclusion: device was evaluated by the distributor on (B)(4)2012. The pump was serviced, the issue fixed, and the pump returned to the hospital. Problem: the connect part of the filter had come loose. Required service/repairs: checked that the nut of a filter terminal area was loose. Service/repairs performed and replaced parts: the filter terminal area was loose. Lock-tight was applied to the nut and slack prevention of the nut was carried out. Summary of functional test: the nut of the filter terminal was checked to ensure it had not loosened--then the pump was returned to the hospital.

Manufacturer narrative:
This device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: this device was returned to the distributor for possible servicing/repairs. The details of the service will be available and a follow-up MDR will be submitted upon completion of the service report. Returned to distributor for service